Event description:
The customer reported the oes cystonephrofiberscope biopsy port came loose and fluid invasion was observed. In addition, moisture was built up inside the eye piece. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to attempt troubleshoot. However, the customer declined initiating a return merchandise authorization at the time of call. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.